Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead remains active and in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, short v-v intervals, undefined unipolar impedance qualified as high and a polarity switch. The rv lead was replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.